Event description:
The patient had a CABG x 4 and pacer wires were placed at the time. On post-op day 6 in anticipation of discharging the patient, the pa pulled the wires. The patient appeared to seize followed by a full code arrest. CPR was administered and the chest was opened in the room. A rhythm was re-established and the patient was taken to the or. The patient was placed on bypass. A laceration of the right coronary vein graft was repaired. The graft was lacerated by a clip that was holding the pacer wire to the right atrium. The patient was discharged to an acute rehab facility post-op day 17. He had problems with speech. He was impulsive and required verbal cues to respond to commands appropriately.